Event description:
Subsequent to a laparoscopic tubal sterilization with the falope-ring band system, the pt complained of persistent pain. A laparoscopy was performed approximately three weeks post operatively and bilateral ovarian cyst drainage was performed. This procedure did not result in relief of the persistent pain complaint. An exploratory laparotomy was performed in 2000 and showed that the fallopian tubes were ischemic at the area of the falope-ring bands. The ischemic segments of the fallopian tubes were resected bilaterally. Threre was rapid resolution of the pain by the next day.